Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified tear. The shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device has been explanted and replaced with non-abbvie device.